Event description:
The reporter stated that the surgeon was inserting a 23.5 diopter silicone three piece lens in the cq cartridge-fp and the trailing haptic got stuck and tore off in the cartridge. The surgeon removed the lens with no incision enlargement or suture required. The reporter stated that they felt it was due to the cartridge. This type of cartridge was not approved for use with the silicone lens.

Manufacturer narrative:
The cartridge was not returned for evaluation, however, the lens was received and visual inspection shows the lens is torn in half and a haptic is torn off of the lens. There is clear surgical residue on the lens. It should be noted that the injector was not received for evaluation.